Event description:
In o.r. For laproscopic totally extraperitoneal bil inguinal hernia repair. Using 2-5 mm trocars (ethincon 355 ns) for entry port of laparoscopic instruments seals on trocars leaked co2 from pt, total of 4 trocars opened and all leaked, another brand opened to finish case.